Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with an unresponsive keypad at the all the buttons. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found broken off u1 on keypad. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was not found in the pump history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing overlay, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Keypad/button unresponsive/button error alarm was confirmed due to broken off u1 on the keypad. Cosmetic damage confirmed at the front of the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with an unresponsive keypad at the all the buttons. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found broken off u1 on keypad. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was not found in the pump history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing overlay, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Keypad/button unresponsive/button error alarm was confirmed due to broken off u1 on the keypad. Cosmetic damage confirmed at the front of the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.